Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the previously capped lead was removed because of pocket infection. It was also reported the lead was difficult to remove. Additional information was received indicating the lead's impedance had been unstable over time. No further patient complications were reported as a result of this event.